Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported that their insulin pump alarmed with pump errors during the filling cannula process. The customer¿s blood glucose level was over 300 mg/dl at the time of the incident. The customer was at 72 to 137 mg/dl at the time of the call. The customer got a couple of different pump error alarms but was able to rewind the pump and the pump passed a self test. Troubleshooting was completed and the customer reported that they saw moisture inside the reservoir compartment and there appeared to be a problem with the pump piston when it moves up against the bottom of the reservoir. The insulin pump will be returned for analysis.